Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Customer called to report that it's feeling comfortable when using bd micro-fine needles for injecting, but felt pain, bleeding and feeling of the needle-pe being longer when using embecta micro-fine needles. Problematic needles was purchased 2 months ago from online store, material code 329491, lot number 3335079. Customer had used 12 needles recently, but customer could not provide the quantity of affected needles and the event date, and it is unclear whether the problematic needles packed by embecta have been reused. Customer had been injecting insulin for more than a year. Customer injects once a day in the morning and once in the evening, and rotates the injection site around the navel, no subcutaneous nodules. Customer usually use one needle 1-2 times and change one needle per day when using needles packed by bd. When going out, customer usually used one needle for 2-3 times because not enough needles were carried. On the morning of (B)(6) 2025, the problem occurred again when using one embecta-packed needle, problematic needles have been thrown away. Customer only called for report the incident, no other requests. Sample availability: unknown. Sample availability details: unknown.